Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated while eating dinner at a friend¿s house, the cgm was displaying 180 mg/dl. He stated he lost consciousness and his friend called 911. When the paramedics arrived, they performed a finger stick reading and the bg meter was displaying 40 mg/dl. The patient was administered glucagon and was transported to the hospital. When the patient came to at the hospital, he stated the cgm was displaying 115 mg/dl but did not know what his actual blood sugar level was at that time. The patient was then administered glucose via intravenous (IV) therapy and was released from the hospital after a few hours. At the time of contact, the patient was doing fine. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.